Manufacturer narrative:
This report is for an unknown pfna end cap/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. S made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date following a fall, a nail had broken at two locations. It was confirmed through radiography that the nail broke at the level of the passages of the cephalic screw and the distal locking screw. The nail was explanted and replaced by a hip prosthesis. There was significant metallosis was observed at the operating site. The revision was completed successfully with no surgical delay. This report is for one (1) unknown pfna end cap. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information additional event information received on 04 aug 2020: the nail was implanted on (B)(6) 2019 at the (B)(6) hospital . The break was observed on (B)(6) 2020, the patient was operated on (B)(6) 2020, under spinal anaesthesia, a part of the proximal femur nail was removed, a left hip intermediate prosthesis with metaphyseal component was implanted. The postoperative consequences were easy, and the control radiographs were good.